Event description:
Pt. Taken to cardiac cath lab for angiographic assessment. Proximal circumflex lesion pre-dilated. Stent balloon catheter inserted up to lesion but unable to cross. Physician attempted to pull stent catheter back into guide, but it would not move forward or back. Physician decided to remove stent catheter with wire and guide. Stent catheter inspected, stent found missing from catheter.